Event description:
An ophthalmologist reported that following a glaucoma filtration device implantation, a patient experienced a light choroidal detachment. The ophthalmologist reported the symptoms are improving and no treatment was needed. The device remains implanted in the patients eye. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: no data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. The sample was not returned, therefore, the condition of the product could not be verified. The product remains implanted in the patients eye. The root cause could not be determined. Additional information has been requested. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The surgeon reported that the choroidal detachment was most likely not related to the shunt. The patient has recovered from their symptoms.